Event description:
A versacross connect laac access solution was selected for laac left atrium appendage closure. During the procedure, the versacross rf wire was advanced into the superior vena cava (svc) through introducer dilator, which was later removed, and watchman access sheath was attempted to be inserted over the versacross rf wire. However, the watchman sheath was not able to advance over the insulated transition point on proximal end of the versacross rf wire. Hence, the sheath was flushed again, and versacross rf wire was wiped, and attempt was made again but the issue persisted. Later, it was noted that the proximal end of the versacross rf wire was peeled back when attempt was made for sheath insertion. Thus, a new verscross kit was opened for the rf wire and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis as disposed in facility. No other accessory device was used with the versacross rf wire aside from the versacross dilator nor the dilator was backloaded on the versacross rf wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.